Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device has no audible sound for keypad beeps or alarms. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information received indicated that this event occurred during bench testing. No patient was involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all in intact. During functional check, the reported problem was duplicated. The reported no audible sound was duplicated. However, the root cause of the reported issue is unknown. It was noted that the piezo was defective; it was replaced. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.